Event description:
It was reported that the touchscreen became frozen. Touchscreen became responsive again during troubleshooting, and insulin delivery was resumed. Customer's blood glucose level was at 88 mg/dl.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.